Event description:
It was reported that the stent damage occurred. A 2.50mm x 20mm liberté stent delivery system (sds) was selected to treat the lesion. During unpacking of the plastic pouch, they noticed an alteration on the crimping of the stent. They decided to open another of the same device to complete the procedure. No complications were reported and patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds) with stent and a shelf box, product pouch and carrier tube (hoop). The batch number on the returned packaging and device matched the reported batch number. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first three proximal rows of stent struts were flared, bent and overlapping. Although it was reported that the device was not used, the presence of blood and contrast media in the inflation and guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent damage occurred. A 2.50mm x 20mm liberte stent delivery system (sds) was selected to treat the lesion. During unpacking of the plastic pouch, they noticed an alteration on the crimping of the stent. They decided to open another of the same device to complete the procedure. No complications were reported and patient's status is stable.